Event description:
It was reported that this right ventricular (rv) lead exhibited a high out of range shock impedance measurement greater than 128 ohms. Technical services (ts) discussed differences between daily measurements and actual shock delivery, recommended considering raising upper limit for out of range trigger to 150 ohms. This rv lead remains in service. No adverse patient effects were reported. Additional information was received, a review of shock lead impedance measurements for this right ventricular (rv) lead was requested. Technical services (ts) confirmed this lead displayed a gradual rise in shock impedance measurements that is high out of range greater than 150 ohms. Technical services (ts) suggested considering revision or possible reprogramming options. This rv lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited a high out of range shock impedance measurement greater than 128 ohms. Technical services (ts) discussed differences between daily measurements and actual shock delivery, recommended considering raising upper limit for out of range trigger to 150 ohms. This rv lead remains in service. No adverse patient effects were reported.